Manufacturer narrative:
(B)(4). Medical devices: liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells; item# 00801803202 femoral head sterile product do not resterilize 12/14 taper lot# 60144895; item# 00784301306 femoral stem beaded fullcoat 12/14 neck taper std. Body std. Offset size 13 13 mm distal dia. 160 mm length lot# unknown; item# unknown , unknown cup lot# unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018-05029; 0001822565-2018-05030; 0001822565-2018-05031.

Event description:
It was reported that the patient's left hip was indicated for revision approx. 13 years post implantation due to pain and defective implants. Attempts have been made and additional information on the reported event is unavailable.